Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology at the time of implant were not reported. The pt's follow-up history is unk. The pt had an unrelated cardiac catheterization procedure in 2011. Sometime between the last two months, the pt presented symptomatically to the e/r, and a significant migration of the bifurcated stent graft into the aneurysm sac was identified. Details on the aneurysm and neck diameter/angulation are unk. As the migration was too far to place cuffs proximally, the pt underwent an open repair on an unk date, which was successful. The explants are being retained by the hospital's pathology lab. The migration was attributed to the previous cardiac catheterization procedure through which catheters needed to be passed through the aneurx grafts. No further info is available. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Result: (migration, surgical conversion to open repair). Result/conclusion: (previous cardiac catheterization procedure).